Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: both photos that display product labeling along with unused samples of both the injector and connector components were provided to our quality team for investigation. Although the specific lot involved in the reported incident is unknown, a device history review was performed for returned connector lots 2301504, 2302502 and 2206501 and injector lot 2302313, no deviations or non-conformances related to this issue were identified during the manufacturing process. All product was visually inspected and no damage or defects were observed. Functional testing was performed, connecting the injector and connector along with a syringe. In all cases liquid flowed through the system without issue and no flow issues were observed. Product undergoes visual and functional inspections prior to release, including verification the product is not damaged, flow rate, and all critical dimensions meet specifications. Upon reviewing the results for the all returned lots, no issues were identified. Based on the quality team's investigation, we are not able to identify a root cause related to these products or our manufacturing process at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Event description:
It was reported while using bd phaseal¿ optima infusion connector c35-o there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: I have had a recent issue in the chemo suite with a chemo drug not infusing properly to the peripheral line. We are not sure if we are experiencing faulty tubing or faulty phaseal products. Despite being programmed on a pump correctly when started the secondary line was running at a fast rate and it appeared to be infusing up to the primary line (despite clamps being in place) not to the patient. There is now chemo in the primary and secondary line. When we have come across faulty tubing issues previously, we have sent them off to bd for investigation¿.not sure this is possible in this situation given I have almost a full bag of chemo with patient identifiers on it. I do have packing to ship cytotoxic lines but if we disconnect the IV meds we will encounter staff exposure. Thoughts on how best to report/investigate this issue. We do not have any of the original packaging with the products used today so I cannot confirm the lot number, but see below for pictures of the items in question. I recognize that you are not likely to hear anything today. I don¿t feel there is any way that we can safely send this for analysis due to the large amount of fluid in both the primary and secondary medication bags. Also, not safe to disconnect as it will cause expose to chemo. I am giving the ok for staff to discard the tubing in the hazardous waste as we would normally do. Add info received. 2nd customer response ¿ are you able to provide the material and batch number? No. ¿ are you able to provide additional information of the reported issue? No. ¿ if you are unable to send a sample, could you provide any photo/video of the reported issue? No. ¿ what is the patient outcome? Are there any adverse events/serious injuries? No adverse events. ¿ was there a delay of, or change in, the course of treatment due to the event? Delay in chair time to allow additional time to reinfuse all of secondary medication. ¿ what type of procedure is being performed? Administration of systemic cancer treatments. ¿ what was the medication/fluid in use at the time of the event? See attached document. ¿ did you receive any type of alarm from the pump indicating upstream occlusion? No alarm, no occlusion, no leakage. ¿ was there an alaris pump and pump module in use at the time of the event? If so, what pump module model was in use (8100, 8110, 8120)?yes, alaris 8100.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ optima infusion connector c35-o there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: I have had a recent issue in the chemo suite with a chemo drug not infusing properly to the peripheral line. We are not sure if we are experiencing faulty tubing or faulty phaseal products. Despite being programmed on a pump correctly when started the secondary line was running at a fast rate and it appeared to be infusing up to the primary line (despite clamps being in place) not to the patient. There is now chemo in the primary and secondary line. When we have come across faulty tubing issues previously, we have sent them off to bd for investigatio. Not sure this is possible in this situation given I have almost a full bag of chemo with patient identifiers on it. I do have packing to ship cytotoxic lines but if we disconnect the IV meds we will encounter staff exposure. Thoughts on how best to report/investigate this issue.